Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon leakage observed through a slit, 0.08 inches in length under the balloon latex. The slit entered the distal lumen. No visible damage to latex. A CAPA is in process for a slit in catheter body related to balloon inflation.